Event description:
It was reported that an unspecified number of needle 22x1 ll eclipse experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: when opening the sterile material, it was identified a red spot in the internal area where the syringe is attached. Email on (B)(6)2019 : the incident was noticed before the use.

Manufacturer narrative:
H.6. Investigation: DHR was performed and no records of this incident were found. No qn's or maintenance records related to the incident were observed. A sample was returned and confirmed the foreign matter. This failure occurred due to dirt from rack which support the racks along assembly manufacture process. For this kind of failure one blitz (foreign matter no 39) was raised to avoid new occurrences. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 22x1 ll eclipse experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: when opening the sterile material, it was identified a red spot in the internal area where the syringe is attached. Email on 7/8/2019: the incident was noticed before the use.